Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, scratched lcd lens, damaged battery door, and damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was a faulty pwa board. The pwa board was replaced to correct the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error 44005. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.